Event description:
Heater was being used on a new pt at home via trach collar on room air using an air compressor and a prefilled nebulizer bottle. Customer reports the son, who is an emt/paramedic, walked into the room and noted a 9" flame. He disconnected the pt and put out the fire. Pt doing fine, but reportedly inhaled some smoke.

Manufacturer narrative:
Sample has been forwarded to an outside lab for evaluation. Results of investigation pending. Follow-up report will be filed once results have been received. Initial report stated that the heater caught on fire, however, based on a note received from the pt's son who was present at the time of the incident states there was a 9 inch spark, not fire.